Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported that the patient received inappropriate shocks and was transported to the hospital, where the associated ICD was re-programmed to exclude shock therapy. Reportedly, 82 shocks were delivered within a span of two hours. The available data stored within device memory indicated oversensing and low svc shock coil impedance relative to the subject lead. Extraction of the lead was possible and the ICD system was replaced. Considering the recommendations provided to physicians in the isoline field safety notice issued in (B)(4) 2013, sorin's preliminary assessment confirmed that the re-operation was appropriate since the pattern of the noise recorded in the episodes stored by the associated ICD (dated (B)(4) 2013) clearly suggests a lead issue.